Manufacturer narrative:
The manufacturer previously reported a patient failed to press the start button before going to sleep. The patient was found in the morning in cardiopulmonary arrest and was admitted to the hospital. The device was retrieved from the hospital. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. The device was tested and passed all testing.

Manufacturer narrative:
The manufacturer previously reported this issue as a product problem and serious injury. The patient failed to start the device prior to going to sleep and cardiopulmonary arrested. There was no allegation of device malfunction. The notification was corrected to reflect a serious injury only.

Manufacturer narrative:
This issue was previously reported as a serious injury. A correction is being sent to indicate a death. The manufacturer previously reported a patient failed to press the start button before going to sleep. The patient was found in the morning in cardiopulmonary arrest and was admitted to the hospital. The patient passed away while in the hospital. The device was evaluated, and no malfunction of the device was observed. There was no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. The device was tested and passed all testing.

Event description:
The manufacturer received information alleging a patient failed to press the start button before going to sleep. The patient was found in the morning in cardiopulmonary arrest and was admitted to the hospital. The device was retrieved from the hospital. No evaluation of the device has been performed yet. The clinical assessment was performed, and the following rationale was provided. The family reported that patient tests have been completed, and it was determined there is no brain activity, so a decision was made not to pursue life-prolonging treatment. Therefore, death is presumed based on "4/2025-no brain activity and they decided not to pursue lifesaving interventions". Based on information provided and available, this event is likely a foreseeable unintentional use error. Therefore, device cause and/or contribution to the reported event of death can be confirmed based on the evidence present. At this time, we are unable to confirm if any malfunction of the device occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.